Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, nozzle clogging and bending section cover crack on both sides were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility reported that the evis exera iii colonovideoscope fails to reprocess and it states low pressure. The event occurred during reprocessing, prior to a diagnostic procedure. During a standard service inspection of the customer returned device, nozzle clogging was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a foreign material was clogged in the nozzle. The specific root cause of the clogged foreign material could not be determined at this time. The event can be prevented by following the instructions for use which state: - inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function - inspection of ancillary equipment - inspect the following equipment as described in their respective instruction manuals. - to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. - the accessories are consumables. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. - all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Olympus will continue to monitor field performance for this device.